Event description:
Hospital staff responded to a person in cardiac arrest. The device's paddles were used, the charge button was pressed but, according to the reported, the device would not charge x4. A nearby defibrillator was immediately called for as a backup and used successfully and the pt was resuscitated.

Manufacturer narrative:
The hospital biomedical dept evaluated the device and could not replicate or confirm the reported malfunction. The device was forwarded to physio-control for eval. Physio is continuing to investigate the reported incident.